Manufacturer narrative:
Philips service replaced the host pc monoplane revised_ii (no hdd) and reloaded the license file successfully. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the system failed to boot and required host pc replacement on an allura xper fd20. The clinical use of the system was outside of use. There was no reported patient or user harm.